Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured prior to the implementation of UDI in manufacturing on 10/22/2015.

Manufacturer narrative:
No service request was made for the ventilator, but ventilator logs were provided for investigation. On the reported event date and time, an alarm indicating 'o2 supply pressure low' was generated, followed shortly by an alarm for 'o2 concentration low.' The 'o2 supply pressure low' alarm signifies a temporary drop in the oxygen supply from the wall gas delivery system. If the o2 supply pressure drops, the ventilator delivers the correct tidal volume, but with a lower oxygen concentration, triggering the 'o2 concentration low' alarm until the supply pressure normalizes. A successful pre-use check was conducted before the event. The technical log contains no error codes to suggest a ventilator malfunction during the event. In conclusion, there are no indications of ventilator malfunction during the ventilation period. The alarms indicate a temporary drop in o2 supply pressure.

Event description:
Manufacturer's ref #: (B)(4).